Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a pt with central epithelial defects not healing, in both eyes, six days following photo refractive keratectomy (prk). The pt reported blurry vision in both eyes. In a follow up with the optometrist, he indicated the epithelial defects had been debrided by the surgeon on (B)(6) 2014 and the pt's topical steroid dosage had been increased. The pt was seen again on (B)(6) 2014 and the defects had not resolved. The pt was taken off all drops and the bandage contact lens was removed for possible reaction. The pt was seen again on (B)(6) 2014 and the epithelial defects had resolved. There are two medical device reports associated with this event. This report is for the left eye.